Manufacturer narrative:
(B)(4). The customer returned the product lid stock, a spring-wire guide (swg) assembly and an introducer needle for assembly. The guide wire was returned with the proximal end retracted within the advancer tube and with the distal tip advanced through the introducer needle cannula. Significant dried blood was observed on both components. Visual examination revealed the guide wire was firmly stuck within the introducer needle. The distal j-bend that was advanced through the needle was slightly deformed but intact. Microscopic examination revealed significant dried blood within the luer hub of the introducer needle (where the swg entered). No damage was observed where the swg exited the needle bevel and no significant contact (enough to cause resistance) between the components was observed. Both guide wire welds were intact and appeared full and spherical. Once the guide wire had been removed from the needle, evidence of dried blood was observed on the portion of the guide wire that had been stuck within the needle cannula. The overall length and outer diameter of the guide wire, the introducer needle cannula outer diameter, and the needle cannula inner diameter were measured and all were found to be within specification. The guide wire unraveled while being removed from the needle cannula. Significant dried blood was observed in the introducer needle cannula and on the portion of the guide wire that was stuck within the needle. After cleaning the introducer needle of dried blood, a lab inventory guide wire of the same diameter as the returned guide wire passed through the introducer needle hub and cannula with minimal resistance. Therefore, it is believed that the dried blood caused the resistance between the guide wire and the needle and not manufacturing related defects. A manual tug test confirmed that both the distal and proximal welds were intact. After cleaning the introducer needle of dried blood, the introducer needle was flushed with water and functioned as expected. A device history record (DHR) review was performed on the guide wire and introducer needle and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer report of resistance between the guide wire and the introducer needle was confirmed through examination of the returned sample. The guide wire was returned advanced through the introducer needle and could only be removed by unraveling the guide wire. Upon removal, significant dried blood was observed in the introducer needle cannula and on the portion of the guide wire that was stuck within the needle. The needle and guide wire met all relevant functional and dimensional requirements and a DHR review did not reveal any manufacturing related issues. Therefore, it is believe the dried blood caused the resistance between the components rather than manufacturing related issues. Based on the condition of the returned components and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports during insertion of the stylet inside the needle, the stylet got stuck in the needle. A new kit was used.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the retuned sample indicates the spring wire guide/needle resistance kinked.

Event description:
The customer reports during insertion of the stylet inside the needle, the stylet got stuck in the needle. A new kit was used.